Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number.

Event description:
It has been reported that one syringe 1.0ml 31g tw 6mm bls 400 sg has been found containing foreign matter before. The following has been provided by the initial reporter: material no: 328446 batch no: unknown. It was reported that the insulin syringe had contaminate inside the syringe (white hard piece) unit educator has the syringe. Verbatim: insulin syringe had contaminate inside the syringe (white hard piece) unit educator has the syringe. Something inside syringe. 328446 - syringe 1.0ml 31g tw 6mm bls 400 sg.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe 1.0 ml 31g tw 6 mm bls 400 sg has been found containing foreign matter before. The following has been provided by the initial reporter: material no: 328446, batch no: unknown. It was reported that the insulin syringe had contaminate inside the syringe (white hard piece) unit educator has the syringe. Verbatim: insulin syringe had contaminate inside the syringe (white hard piece) unit educator has the syringe. Something inside syringe. 328446 - syringe 1.0 ml 31g tw 6 mm bls 400 sg.